Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in fuchu-city, tokyo, japan. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The fault could be traced back to the encoder board which was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a electrical venous occluder (evo) gave an error code associated to clamp encoder. Reportedly, it occurred several times before, during, and after the procedure. It did not recover even when the power was turned on and off. There was no patient affected.